Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ventricular lead testing the mobile programmer crashed and the screen went white with diagnostic message displayed indicating that an unexpected error had occurred. The mobile programmer was re-started to resolve the issue. No patient complications have been reported as a result of this event.